Event description:
A catheter dye study was done and revealed an inability to aspirate through the catheter access port (cap) and an occlusion was present in the catheter. The patient was seen in the operation room with notable reservoir discrepancies during refill. It was noted that significant scar tissue/adhesions had caused a kink in the proximal catheter. Once the adhesions were released, spontaneous flow returned. The catheter was not replaced. The pump was replaced in order to avoid in-vivo battery depletion. The patient recovered without sequela. The medication being delivered via the device was lioresal.

Manufacturer narrative:
(B) (4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.